Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. All the pieces were retrieved from the patient and there were no patient consequences. However, if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.

Event description:
Our rep. Is reporting that during a knee procedure, a portion of the distal tips of 2 vapr se electrodes broke off into the patient's joint space. The fragments of one of the electrode tips was recovered, however, it is not known if the fragment from the other device was recovered. The case was concluded successfully without further incident or harm to the patient. [Also see associated MDR 1221934-2007-00018].